Event description:
Customer reported that when an attempt is made to secure the enclosure shut the teeth will not align. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation: results: evaluation of the returned product found that an insert pin is ripped from the zipper tape and there is an open slider on the patient access of panel side a and an open slider on the patient access of panel side b. Note: the instruction for use indicate to never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the patient will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never use the bed if a zipper slider is damaged or the pull-tab is missing or broken. (B)(4).